Event description:
Surgeon was performing procedure to explant verslok screws and rods because successful spinal fusion had been achieved and implants were no longer necessary. While surgeon was using versalok unlocker instrument to unlock versalock screws from rods in pt, handle of unlocker instrument broke, necessitating the use of other instrument(s) to disengage screws from rods and resulting in a delay in completing the procedure. Surgeon was able to successfully complete procedure. Pt was reported on 7/13 to be doing fine, with no sequelae.